Event description:
The doctor indicated "implant failed to integrate and was ejected. Implant lost integration and came out (never found). Implant was replaced with another biomet 3i implant. [Related products:] the implant was restored with a custom encode abutment and crown. Implant loosened up and was lost or swallowed?" The doctor also reported that the patient has had no complications as a result of the alleged swallowing.

Manufacturer narrative:
Investigation results: the ingestion (swallowing) of a dental implant is an anticipated event, that may occur rarely either during the implant procedure due to handling by the dental surgeon, or after the procedure as a result of non-integration or loss of integration. A review of the complaint data between (B)(4) 2012 and (B)(4) 2014 shows a (B)(4) rate of implant ingestion among implant reports. None of these events of ingestion were reported to have led to serious injury or to have required intervention to preclude serious injury. Dental implants are small and cylindrical and if ingested, are anticipated to pass through the digestive track without requiring medical or surgical intervention and without sequelae. The review of the DHR records did not provide any indication of a manufacturing deviation that would contribute to this event.